Event description:
A power source alert 07 was reported by the caller. There was no reported impact on the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.